Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l48812, implanted: (B)(6) 1997, explanted: (B)(6) 2010, product type: catheter. (B)(4). The initial MDR was filed as MFR report # 3007566237-2014-00351. Additional review indicated the correct manufacturing site was site (B)(4).

Event description:
Additional information received reported the pump stopped and malfunctioned for an unknown reason in the "late 90's."

Event description:
Additional information received reported that the patient had received assistance from their physician or manufacture representative and their concerns were resolved. It was noted that patient¿s questions had been answered.

Event description:
It was reported that ¿one time I had a malfunctioned and I was in the hospital for a couple weeks, I was in bad shape.¿ the patient couldn¿t recall what happened or the outcome because it was ¿many years ago.¿ the patient thought it may have been ten yours ago when the malfunction happened. The patient thought she may have had the pump replacement after the incident but couldn¿t recall. The device system was currently used to deliver morphine and marcaine however the type of medication being delivered at the time of the event was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).